Manufacturer narrative:
Further evaluation of the device has revealed that the failure mode is not a reportable issue therefore we are rejecting this report.

Event description:
The drill bit shaft broke.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.